Manufacturer narrative:
D4: lot number and expiration date updated. E1: initial reporter country corrected.

Event description:
It was reported that there was frost along the length of the needle shaft. Icerod needles were selected for a cryoablation procedure in the liver. During the procedure, about 1-3 minutes into the freeze, frost formed on the shafts of all the needles. A glove filled with hot water was used to protect the skin from freezing. The procedure was continued with the original needles. There were no patient complications reported.

Event description:
It was reported that there was frost along the length of the needle shaft. Icerod needles were selected for a cryoablation procedure in the liver. During the procedure, about 1-3 minutes into the freeze, frost formed on the shafts of all the needles. A glove filled with hot water was used to protect the skin from freezing. The procedure was continued with the original needles. There were no patient complications reported.